Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller was assisted with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while monitoring for any future issues. The caller acknowledged the guidance provided.